Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the humeral cup would not lock into the delta xtend monblock humeral epiphysis. There was a 10 minutes surgical delay.

Manufacturer narrative:
Investigation summary: examination of the returned device found evidence confirming the assembly problem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: lot no. 5307495 device history review: the DHR analysis of the returned product batch shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.